Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed via remote transmission. The patient also received a patient notification alert. The patient was doing well after the event.

Manufacturer narrative:
The reported field event of high, out of range hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the reported high, out of range hv lead impedance could not be determined.